Event description:
The user facility reported that during a ureteroscopy, the users experienced a complete loss of image. The intended procedure was not completed, and the patient was reportedly kept in the hospital for add'l surgery. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed that the image flickered and was lost. The switches were not working appropriately when tested. There was fluid invasion and severe corrosion present, in the control body unit, which likely caused the image difficulties. Small hairline cracks were observed on the video connector case at the screw mount areas. However, the device passed air and water leakage testing. The cause of the fluid invasion could not be conclusively determined, and user handling cannot be excluded as a contributory factor. The device has been refurbished. This report is being submitted as an MDR in an abundance of caution. (B)(4).